Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: 05march2013. Expiry date: 01february2023. Non sterile part information: article 04.211.018 was manufactured in the us under the lot number 7178135. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: during surgery, the surgeon had difficulty inserting the reported locking screw due to the defective screw threads. The surgeon attempted to remove the reported screw but was unable to. There was a reported 20 minute surgical delay. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: neither the head thread nor shaft thread could be checked due to damage. Since all relevant features could not be checked, this complaint cannot be confirmed. Product investigation summary: one va locking screw stardrive 2.7mm was received with stripped anodization layer and presenting extensive damage to the threads. The review of the production history revealed that this va locking screw was manufactured in march, 2013 according to the specifications. All parts conformed to material and dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, the exact cause of failure could not be determined. However, it is most probable that the method of use resulted in the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Additional product code: hwc. Unknown if plate was implanted. Device not reportedly explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.